Event description:
I wore extend wear bausch & lomb contact lens for several years. I followed all instructions given by eye care provider, developed infection in my right eye. Never wore longer than prescribed, was told sleeping, swimming, etc, were all fine. No precautions were ever given to me. There was also no warnings on the product. The bacteria destroyed my cornea. I had several horrible procedures performed trying to save my cornea, including gluing holes in the cornea; I have an amino patch. My lens had to be removed due to the advanced infection. I went months without a lens until the eye was stable enough to have the lens implants. My vision in my right eye is horrible. Severe infection requiring "c." On (B)(6) 2016 is approximate date the infection began. My final cornea surgery was (B)(6) 2017. FDA safety report ID# (B)(4).